Manufacturer narrative:
Section d9: a segment of the percutaneous lead was returned on (B)(6) 2021. The pump was returned on (B)(6) 2021. Main investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), did not confirm a compromised driveline that could have contributed to the pump stops and low speed events which were observed in the submitted log files; however, the entire length of the driveline was not returned. Evaluation of the submitted log files confirmed the reported low speed and pump-stop events. Superficial damage to the silicone jacket of the driveline was confirmed through the evaluation of (B)(6). Two log files were submitted for review. The log files contained overlapping data spanning from (B)(6) 2021 19:35:22 through (B)(6) 2021 08:04:03, per the timestamp. The log file captured low speed and pump-stop events on (B)(6) 2021. The low speed and pump-stop events captured in the log file appeared to occur while the patient was supported by the power module, with speed drops as low as 0 rpms. These low speed events were accompanied by power elevations as high as 20.2 watts. Based on complaint history and similarly reported events, pump stop events captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed and pump stop events cannot be conclusively determined because the entire driveline was not returned. The pump was returned with the driveline cut approximately 1¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inflow elbow) and apical sewing ring were not returned. The sealed outflow graft and bend relief were not returned, and the bend relief collar was returned unattached from the outlet elbow, which was attached to the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. A tear in the silicone jacket was noted 11.5¿ from the metal connector. An electrical continuity test of the returned 20¿ and 1¿ portions of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. A tear in the silicone jacket was noted 11.5¿ from the metal connector. The silicone jacket was removed, and the examination of the bionate revealed discoloration throughout. The bionate was removed and areas with major shield breakdown were noted from 2-3" and 7.5" from metal the connector. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of damage or breakdown. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to hmii hydraulic qualification (hq) test procedure, rev. E. The patient underwent heartmate ii to heartmate ii pump exchange on (B)(6) 2021 and remains ongoing on heartmate ii, serial number (B)(6). The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 6-13 of the heartmate ii IFU discusses damage due to wear and fatigue of the driveline. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), document, rev c., is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev c is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of extensive driveline taping covered under manufacturer report number 2916596-2021-01114.

Event description:
It was reported that the patient's driveline had a suspected short-to-shield. Per their event log, the customer was able to see multiple low speed advisories, as well as multiple pump stop hazards. The events appeared to be brief in duration, and the patient had been asymptomatic to his recollection. The alarms reportedly only occurred while on the power module, therefore the patient has been continuously using battery power. Technical services (ts) reviewed the log file and observed speed drops and pump stops on (B)(6) 2021. These continued to occur intermittently throughout the remainder of the log file. This type of behavior has been previously linked to potential issues with the percutaneous lead. Additionally, it was reported that the patient had lost approximately 20lbs since his implant. There had been a need for an extensive amount of rescue tape to be applied to his driveline over time. There did not appear to be an area with greater breakdown, though there were multiple areas of breakdown on the silicone covering. The customer also provided x-rays of the driveline, which ts reviewed and described as unremarkable. Technical services arrived onsite on (B)(6) 2021 to perform a driveline evaluation and repair. The repair was performed about 3 inches from the exit site. Post repair, the patient was tethered on a grounded cable without issue. Additional log files were provided post driveline repair. The customer reviewed the event history and observed multiple low speed advisories following the repair. No audible alarms were noted by the patient or staff and it seemed that the alarms did not last long enough to be captured in the controller's event history. The patient was returned to an ungrounded cable. Technical services confirmed that the log file did capture speed drops below the low speed limit while connected to the power module post driveline repair. It appeared that the repair had not resolved the short-to-shield. The patient underwent heartmate ii to heartmate3 pump exchange on (B)(6) 2021. The patient was doing well with no major symptoms and their lvad parameters were stable.